Manufacturer narrative:
The reported event of the connection anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The connection anomaly was consistent with having occurred during the procedure. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during an implant procedure, the leads were unable to be connected to device, and this was alleged to be due to device malfunction. A new device was used to complete the procedure. No adverse patient consequences were reported.